Event description:
It was reported that the patient presented to the hospital. Loss of capture and phrenic nerve stimulation (pns) were noted on the patient¿s left ventricular (lv) lead. The physician elected to explant the lv lead and upgrade from a biventricular pacemaker to a left bundle branch pacing system with rv pacing. There were no patient consequences.

Manufacturer narrative:
As received, only the connector portion of the lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts on the returned partial lead. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.